Manufacturer narrative:
The suspect device has not been return for investigation. Based on log files it was determined most likely cause of the issue was due to defective inspiration block. After analysing the logs, no o2 dosing possible and device regulator/safety valve leakage were active several times; oxygen cell failure alarms is also visible. The customer is advised that the o2 cell needs to be replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a battery failure and no o2 dosing possible activated alarms while ventilating on a patient. At this time, no information if patient experienced any harm at the time of the event.